Event description:
Ref s/n (B)(4). Dealer states that the user states that when she is using the patient lift the hydraulic pump will not hold her in place. It just keeps lowering her down very slowly. Dealer went to the house to check the equipment and he confirmed that the hydraulic pump is not working properly.